Event description:
The surgeon inserted an aa203tl silicone plate toric lens and inadvertently tore the capsule while removing the viscoclastic. The lens was removed without enlarging the incision and vitrectomy was performed no sutures were required.